Event description:
It was reported that the customer experienced air bubbles that were not moving. The customer stated that the rewound the insulin pump and that the air bubbles would move but then later the air bubbles would appear again. The customer's blood glucose was 105 mg/dl. Troubleshooting was done. The customer stated that the air bubbles were in the infusion set lining and reservoir. The air bubbles were an inch or a quarter or an inch long. The customer confirmed that the insulin pump was not rewound with a reservoir in place. Advised to use a different lot of reservoirs, but the customer insisted on trying another set of reservoirs that he already had. Advised customer to call back with the results in order to take further action if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.